Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device is delivering "excessively high" energy output than expected. In this state, wrong defibrillation therapy may be delivered to the patient. There was no patient use associated with the reported event.